Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was also reported that the pump was changed but the alarm occurred again. No patient consequences were reported. No adverse effects were reported.